Manufacturer narrative:
Additional information was received that the physician indicated one of the valve leaflets appeared stuck and may have contributed to the severe regurgitation.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve severe regurgitation was noted. Subsequently, a second transcatheter bioprosthetic valve was deployed, valve-in-valve, and reduced the regurgitation to trivial. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.